Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Not returned.

Event description:
Attorney alleges that on (B)(6) 2009 or (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch (device #1) or an unspecified bard/davol ventrio st (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch (device #1) and ventrio st (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2013) is considered to be a best estimate updated fields: a2, a4, b4, b5, b7, d3, d4, g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventrio st (device 2). Additional supplemental MDR was submitted to represent the bard/davol mesh - ventralex mesh (device 1) and an additional MDR was submitted to represent the bard/davol ventralex mesh (device 2) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that on (B)(6) 2009 or (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch (device #1) or an unspecified bard/davol ventrio st (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch (device #1) and ventrio st (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional hernia (x2) thereby underwent open repair with the implant of two ventralex mesh (device 1 and 2). Per op notes, "two ventralex mesh (device 1 and 2) were placed posterior to the fascia at the periumbilical site using prolene sutures." (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the removal of previous mesh (device 1 and 2) and implant of ventrio st mesh (device 3). Per op notes, "the mesh was curled up, and the mesh (device 1 and 2) were removed. Adhesions were taken down. A ventrio st mesh (device 3) was placed to the peritoneal pocket using prolene sutures."